Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot number is unknown, therefore, the expiration date and device manufacture date have been left blank.

Event description:
The customer reported a false positive result with alinity m sars-cov-2 assay. The suspect sample was first tested on (B)(6) 2022 and gave a positive result. The patient claimed that they had received an at-home test which gave a negative result. The patient also completed a pcr test on a separate platform (curative) on (B)(6) 2022 and obtained a negative result. The false positive results were reported outside of the laboratory. There is no report of any impact to patient management.

Manufacturer narrative:
D4 lot number received. Manufacture date and expiration date updated. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer data review for the reported discrepant results for sars-cov-2 target of alinity m sars cov2 assay was performed. The validity of the runs containing the discrepant results were verified. The assay met specification and no error codes or flags were displayed for the run controls. Amplification curves showed normal amplification. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 524399 (including the components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 524399 was performed to identify any records that were potentially related to the reported discrepant result complaint. This CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for lot 524399. Complaint history review: a lot specific complaint history review was performed to identify any related complaints to the ticket under investigation, which reported discrepant results for sars-cov-2 while using alinity m sars-cov-2 amplification (amp) kit (list 09n78-095) lot 524399. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 524399 was not identified.